Event description:
A customer reported to beckman coulter (bec) that liquid was observed under their unicel dxc 600i synchron access clinical system and an "out of range low" error was generated while testing a quality control (qc) sample. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined reagent probes a and b were leaking due to collar wash valve failure. The fse replaced the reagent probes a and b collar wash valves to resolve the issue. (B)(4).